Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while performing the opening procedure for insertion of an antegrade femoral nail, the cannulated drill bit broke. The issue was discovered intraoperatively. This resulted in a 40-second delay to the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional manufacture date: 9/1/04. A review of the device history records was completed: unique instruments (presently orchid unique) manufactured the 13.0mm cannulated drill bit, p/n 351.27, and lot number un34834. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected to the synthes, incoming final inspection sheet number. A material review report was written for tears in the packages and labels. The packaging was reworked in-house, and the material review report was closed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.